Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported debris in the sterile package was identified in warehouse inspection. No patient or surgical interaction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the inner cavity confirms there is debris within the sealed cavity. The sterile barrier was still intact. The reported event was confirmed. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The root cause is attributed to a manufacturing error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.